Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The plan was for later implant of permanent pacemaker after six weeks of empiric treatment. However, on (B)(6) 2010, the patient went into respiratory arrest and was found to be in pulseless electrical activity. Patient died on (B)(6) 2010. Cause of death was lactic acidosis due to chronic systolic hf. There is no allegation from a health care provider that the death was related to the device or leads.

Event description:
It was reported by the patient's wife that her husband was implanted with two leads and they attached a "used pacemaker" to the leads. The wife further reported the patient was on antibiotics and was going to be implanted with an "ICD" but were waiting to "dry the fluids in the lungs". She said that the "pacemaker put the heart rate to 120 and they turned it down to 80 because he couldn't sleep". She said that the next day they had to do "CPR in the hospital for 7 minutes" and the patient was brought to the "ICU and he went onto life support" and died that day. Echocardiogram showed fibrillating myocardium. Follow-up revealed the patient was admitted into the hospital on (B)(6) 2010 for acute exacerbation of chronic left -sided heart failure due to ischemic cardiomyopathy. Patient received temporary pacemaker on (B)(6) 2010 due to a high degree av block. Permanent pacer was not employed "because of a history of t12-l1 discitis that was poorly treated and never biopsied".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction to conclusion code of device sn (B)(4) .